Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device began to make clicking sounds, the lights on the machine were blinking, and then the device stopped cutting tissue. A new peel pack was opened and the new cord from this package was used, but this cord did not work to fix issue. Then this same new cord along with new trocar was used from this same box and device began to work as intended. The procedure was completed and there were no patient consequences.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue during the procedure prevented the device from continuing to operate as intended. The device was tested and met all visual, quality, and manufacturing specifications prior to release for shipment.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.